Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that an alert tone went off and they contacted their heart clinic. The heart clinic told them they think something is wrong with the bottom lead wire. Then thirteen days later it was reported by the company representative that there have been multiple alerts for right ventricular (rv) lead p/s (pace/sense) impedance due to high and varying pacing impedances. And the lia alerts were triggered due to sensing integrity counter (sic) and rv lead impedance variation. Some oversensing on the rv lead was also noted. The rv lead and detections were programmed off. The patient was fitted with a life vest and will wear the life vest until a future extraction of the rv lead can be planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a confirmed fracture. It was noted that it appeared to have fractured near the tie down sleeve. The rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.